Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka). Cause of event was due to a leaking and improperly inserted non-tandem infusion set cannula. Type of infusion set used was not reported. Customer was hospitalized and released the following day. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.